Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected, the device was not covering the patient¿s pain. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain and hypersensitivity at the ipg site. The patient's body habitus makes it extremely hard to find a proper location for the ipg. The patient was having a hard time charging the ipg because of its location. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-4316, lot #: 15225566, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had pain and hypersensitivity at the ipg site. The patient's body habitus makes it extremely hard to find a proper location for the ipg. The patient was having a hard time charging the ipg because of its location. The patient will undergo an explant procedure.